Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that an infection was present at the ipg site. Patient was prescribed oral antibiotics. Additional information was received that the infection has resolved.